Manufacturer narrative:
The info on this per was provided by stryker orthopaedics' legal affairs department. No add'l info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Add'l f/u info may be obtained by the legal affairs as it becomes available.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, the pt received an acetabular hip system in 1983 which required a revision in 2007. In 2007, a competitor's hip was implanted.